Manufacturer narrative:
The manufacturer did receive per and images for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During initial surgery the instrument that hitched in the cortical part resulted in instrument fracture.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: during initial surgery it was reported that the instrument hitched in the cortical part which resulted in instrument fracture. No delay reported. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - images: the received image was reviewed. It can be confirmed that the tip of the drill is broken off. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification (lot number unknown). - device purpose: this device is intended for treatment. - surgical technique: the surgical technique for the ncb distal femur was reviewed. It is mentioned that in case of good bone quality it is recommended to drill the cortex with a 4.3mm drill bit. Moreover in all figures of the drilling process, a drilling perpendicular to the bone surface is illustrated. Conclusion: based on the investigation the reported event can be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).